Event description:
It was reported that during a bronchoscopic procedure (on a 3-year-old patient weighing 16.4 kilograms), the bronchovideoscope produced a complete blackout and no image could be produced. The event occurred during preparation for use while the patient was under anesthesia. The procedure was delayed by 30 minutes and completed by replacing with another similar device. There were no reports of patient harm.